Event description:
A customer contacted physio-control to report that their device would not provide defibrillation energy to a patient when attempted. There were no reports of harm to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information like patient details and event date; however, no response was received.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation energy to a patient when attempted. There were no reports of harm to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information like patient details and event date; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation energy to a patient when attempted. There were no reports of harm to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information like patient details and event date; however, no response was received.